Event description:
Dissociation of the patellar button from the metal-backed patellar prosthesis. Patient had a left total knee replacement on 8/13/85. An agc biomet knee was used. Patient returned to surgery for a painful left knee on 11/8/93. The plastic part of the patellar implant was found to be broken.